Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. Customer stated he pulled out due to it was vibrating and it was a motor error alarm. Customer was at a wedding when alarm occurred. The device was not exposed to an MRI. Customer does not sue the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resister. The device passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. No unexpected vibrating anomaly noted. The device was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.